Event description:
An aneurx stent graft system was implanted in a patient for treatment an abdominal aortic aneurysm approximately 67 months ago. It was reported the devices were explanted during surgical conversion due to aneurysm expansion from an ongoing type 2 endoleak. The patient was originally treated for a 6.5 cm infrarenal abdominal aortic aneurysm, and a 5 cm aneurysmal right common iliac artery. Follow-up at 7 months showed a small type 2 endoleak from a lumbar artery. Although the endoleak persisted, the aneurysm size remained stable until the 33 month follow-up, and thereafter the aneurysm size gradually increased to 7.7 cm just prior to explant. During the surgical conversion, the ima was found back-bleeding under significant pressure, and 2 lumbar arteries and the middle sacral artery was also found to be patent. The stent graft was reported as firmly attached at the proximal aortic neck, and the stent graft was divided at the mid-length of the limbs with the distal limbs remaining in the patient. The patient was successfully converted.

Manufacturer narrative:
Evaluation results/conclusion: (type 2 endoleaks, angulated aneurysm). Evaluation summary: from the examination of the returned devices, the likely cause of the aneurysm expansion appears to be from the type 2 endoleak observed during the surgical conversion. Several stent ring fatigue fractures, multiple spring abrasion holes, and suture breaks were observed along non-sealing area of the bifurcate aortic body (between rings 3 and 4). These all appear to have been caused by angulation of the stent graft aortic body which was observed on the returned device. A single spring abrasion hole was also found at the origin of the ipsilateral limb. It is possible that these fabric holes may have also contributed to the aneurysm expansion; however, no endoleak was reported in this area, and it appears that the holes were covered by tissue/thrombus. The device was returned transected at the mid-length of the iliac limbs; the distal limbs were left in the patient thereby limiting the extent of examination. The surgical conversion was successful and the patient is alive. No additional clinical sequelae were reported.